Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the delivery of a correction bolus was stopped without the customer's intervention. There was no reported adverse impact to the customer's blood glucose level due to this issue. Reportedly, the contact checked the pump history and found no alerts or alarms that would have stopped insulin deliveries. The contact was unable to upload the pump to t: connect to have tandem technical support verify the issue that occurred.